Manufacturer narrative:
It was reported that "during an endoscopic ultrasound with portal pressure gradient (ppg) measurement, the initial ppg kit (cook medical echotip insight ref: echo-ppg) that was used leaked the heparin flush around the pressure transducer (centurion compass universalhg ref: cuhg1-int) so measurements obtained were inaccurate. Upon assessment, during the flush portion, heparin appeared to be leaking through the seams and around the luer lock of the transducer. A new ppg measurement kit needed to be opened and set up to proceed with the measurements. This required to re-insert the needle into vessels within the liver and repeat testing on a patient with multiple cardiac comorbidities on anticoagulation and prolonged time under anesthesia. Specific product failure noted to be the centurion compass universal hg disposable pressure transducer that is packaged separately but is provided within the cook medical echotip insight ppg kit." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking from the luer lock of transducer.